Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.a ventilator was returned to the manufacturer for service.

Manufacturer narrative:
The previously submitted report was missing b1 section. It is corrected in this report.